Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical record patient was revised to address failed left total hiparthroplasty secondary to metal on metal reaction. It was stated that the patient was implanted with asr xl component. Patient alleges gait disturbance, joint pain, joint wear, failure, elevated metal ions, and adverse soft tissue reaction. Revision notes stated that there was noted to be some pseudotumor embedded in the interval between the abductor and vastus lateralis origin and it was debrided. The joint fluid was encountered and appeared normal in appearance. There was fluid reaction with a pseudocapsule that extended into the anterior acetabulum which was debrided. Synovectomy was performed about the stem and the stem was noted to be well fixed. The acetabular component was noted to be in slight neutral version, but was noted to be well fixed using curved osteotome. Extensive synovectomy was performed to remove all the soft tissue reaction. Head and cup were removed. Doi: unknown - dor: (B)(6) 2018 (left hip).